Event description:
It was reported that the implantable pulse generator (ipg) exhibited a pacing issue. It was also noted that the right atrial (ra) lead exhibited high thresholds and under-sensing. The ipg and ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.